Event description:
The patient rep reported that on (B)(6) 2023, the patient started to have a lot of dyskinesia and their provider (hcp) discovered that the implantable neurostimulator (ins) was turned off. The rep stated that the hcp turned the ins back on at that time. This morning, however, the patient was having a lot of dyskinesia again. The rep stated that they charged the patient's ins to 100% this morning, but the patient was still having dyskinesia. Agent had the rep use the dbs therapy app to check therapy status, at which time the rep noticed that therapy was turned off. The rep turned therapy on and stated that the patient no longer had dyskinesia. The ins charge level was 75% at the time of the call. Agent reviewed that therapy will turn off on its own if the ins charge level gets down to 0%, but it was not confirmed during the call if the ins charge level did in fact get down to 0% prior to the patient experiencing the dyskinesia. The rep confirmed that they understood and will monitor the ins charge level.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.